Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Wear and/or deformation of articulating surfaces. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found wear that is consistent with impingement between the liner and the trunion of the stem. The cracked and brittle appearance of these two regions suggests that the material may have oxidized in the patient. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00517-1 / 00518-1).

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2013 due to dislocation and clicking due to poly wear. The femoral head and liner component were removed and replaced.